Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Medtronic legal received information regarding the customer¿s passing from the attorney of the family. The information received on march 9, 2020 stated the customer's next of kin had filed a legal suit. The amended petition alleges that the minimed 530g pump system caused the customer's passing in that it failed to deliver or delivered an inadequate amount of insulin causing him to become hyperglycemic, and that no alarms were triggered to alert the customer of this before they passed. The next of kin had previously spoken with medtronic and stated the customer's cause of death was pending the medical examiner's findings, and that the caller was unsure if the customer was wearing the pump at the time of passing. Updated case summary: the customer had a blood glucose reading of over 600 mg/dl. The customer was wearing the pump at the time of passing, and the pump became lost after the next of kin received the customer's personal belongings.